Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: litigation alleges the patient suffers from pain, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. After review of medical records, the patient was revised for metallosis. Operative notes reported that the cup was under-anteverted. Operative findings reported that there was no evidence of metallosis except mild black corrosive changes on trunnion. Doi: (B)(6) 2007 - dor: none reported (right hip).